Manufacturer narrative:
The complaint discussed use of a tissue and bone cutting device combined with a plastic flex cannula. This is not a typical combination. Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, concise investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that during procedure, silvers of the inside of the cannula came off inside of the patient. One silver removed and saved with cannula for reported, the other silvers were "ground up with shaver". It is unknown if there was delay and back-up. No patient injuries were reported.